Manufacturer narrative:
Follow-up #1: date of submission: 02/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2016 with the following findings: there were two call service (cs) 064 alarms due to occlusion (high force) during a prime observed in the black box history. During testing, the pump performed the ezprime steps with no cs alarms occurring. The pump was exercised for 24 hours on a 1 unit/hour basal rate with no cs alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The reported cs alarm issue was not duplicated during investigation. Unrelated to the complaint, the display was found to be faded and dim. The audio bolus button (abb) cover was also found to be torn and punctured; however, the abb responded appropriately to button presses despite the button cover damage. Also unrelated to the complaint, a pump case crack was observed between the bottom of the keypad cover and case seal.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.